Event description:
Healthcare professional reported "exchange of textured devices due to product concern and capsular contracture baker grade iii". Later healthcare professional reported "palpable rippling and asymmetry" and capsular contracture was only on the contralateral side.. This record is for the left side. Device has been explanted and replaced

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "wrinkling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wrinkling and deformation due to compressive stress device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Device wrinkling: observed. No additional observations performed on the device. No further actions are required.